Event description:
The surgeon reported that during a pars plana vitrectomy procedure, the vitrector became stuck in the trocar mid-way down the shaft. The physician had to remove the vitrector and trocar together, and the sleeve was bound to the shaft. There was a large retinal tear with fluid posterior to this site, possibly due to withdrawing the vitrector from deep within the vitreous. Additional information was requested, however, no further event details were available.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.